Manufacturer narrative:
A complete analysis and testing of the device showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Please see also MFR report number 3004209178-2013-90851.

Event description:
It was reported that the customer was having problems with the sensors. It was stated that he was getting sensor error alarms. It was also stated that the customer experienced a hypoglycemic event that required medical assistance. The caller stated that she found the customer unconscious, and the sensor reading was 85 mg/dl. However, when she did a fingerstick reading it was 25 mg/dl. Advised the caller that the sensors would be replaced. Nothing further was reported.